Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of low rectal cancer, when the distal end of the rectum was detached and when using a brand-new package of the handle, two reloads were normally loaded and then fired normally. When the third one was installed, it was stuck when the handle was pressed. The device initially fired, but then failed to complete the firing cycle. There was a problem unloading the device. The user opened the jaws and checked that the staples were not formed. The situation remained the same after removing the reload and replacing with another handle. A new handle and reload were used to resolve the issue. There was no patient injury.